Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt has experienced ineffective stimulation since she was implanted. The pt states she has stimulation in her neck; however, her pain pattern is the to of her left shoulder. Reprogramming was unable to resolve the issue. Subsequently, the pt underwent surgical intervention on (B)(6) 2013 and had a re-trial. Follow-up info indicated the pt reported receiving adequate stimulation coverage on her shoulder postoperatively, but did not provide adequate pain relief. Therefore, the pt will not undergo surgical intervention to have another permanent lead implanted, she has been referred to pain management.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.